Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurement and reprogrammed to 5 volts at 2 milli seconds. Also, the helix would not retract. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurement and reprogrammed to 5 volts at 2 milli seconds. Also, the helix would not retract. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported. Additional information indicates that upon post lead revision, the ra threshold values was 3.5 v @ 1.5 and rv lead threshold was 0.7@0.4ms.

Manufacturer narrative:
This report is being submitted to correct the initial reporter in section e.